Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis showed that there was some variability in the sg values; however, no clear cause for the variability was identified, customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, bg values entered as calibrations are very close to sg, the user was ensouraged to reach out if the issue reoccurred.

Event description:
On april 18th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.